Manufacturer narrative:
The unit alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test or verify operating currents due to motor error alarms. The insulin pump was received with the following physical damage: minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 299 mg/dl. The customer¿s current blood glucose was 130 mg/dl. The customer was treated with manual injections. The drive support cap was normal. Customer was alleging possible pump under delivery. The product was returned for analysis.